Event description:
It was reported that the programmer incurred a "grave error." The programmer was also reportedly dropped. Follow up indicated that it is unknown if the error occured prior to being dropped. The programmer was sent back for repair. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. System error occurred at boot up. Software corruption found on the hard drive.